Event description:
Event description this device was returned to boston scientific due to high defibrillation thresholds (dfts). The replacement device was returned due to a stuck setscrew. Subsequently, this device was pulled from archive for further analysis testing. Initial laboratory testing identified current leakage in a capacitor that was beyond this component's design specification. Detailed analysis will be performed in order to determine the overall impact to this device's longevity.